Event description:
I wear my dexcom g6, on my abdomen and have been recently getting really bad allergic reactions when I remove the sensor after the 10 days. The rashes are raised, bright red, burn, itch and have a pimply look to them. I never had this problem with my g5. FDA safety report ID# (B)(4).